Event description:
On (B)(4) 2012, an employee of pentax (B)(4) lifecare visited hospital (B)(6). The customer reported that when using the eg-387outk ultrasound video gastroscope with certain angulation, the eus-fna needle can rip out of its nozzle and hurt pts.

Manufacturer narrative:
(B)(4). When an eus needle is advanced through the eg-3870utk working channel the needle engages an elevator mechanism which guides the needle into ultrasonic and endoscopic image fields. If the needle does not properly engage the elevator and the operator continues to advance the needle w/o ultrasonic or endoscopic visualization there is a potential for pt injury. The investigation is ongoing. Results: endoscopic accessory, needle.